Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, working channel defective. The event occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a gap of adhesive on the distal end, between acoustic lens and ultrasound probe and stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of forceps elevator lever, up/down knob cannot be locked securely; air/water cylinder has discoloration; due to deformation of scope connector, water tightness is lost; charging coupled device (ccd) unit is the position of ccd cable limited length for repair; due to a pinhole on channel tube, water tightness is lost; there is a gap between acoustic lens and ultrasound probe; objective lens has a crack; objective lens has a scratch; adhesive on bending section cover or distal sheath rubber has a crack; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; bending tube is damaged; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.